Event description:
It was reported that prior to start a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 was not continuously draped. The disc and drape of the first arm are connected so that the disc should rotate, but the disc did not rotate. The procedure was aborted; there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.